Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not entering standby mode. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
The unit was sent to bench repair where the reported issue was confirmed. The calibration of the sensors was carried out and then the test piece of the flow sensor was placed, with this, the standby mode issue was resolved. Bench repair performed a calibration of the sensors and placed the test piece of the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.